Event description:
I was admitted to the emergency room due to slight loss of vision, sensitivity to light and severe pain in both eyes. I was told that I had eye infections in both eyes as well as a corneal ulcer, which my ophthalmologist attributes to my contact lenses/contact solutions. Event abated after use stopped.